Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced foreign matter contamination. The following information was provided by the customer: patient contacted us to report a possible quality deviation on the bd ultra-fine ¿ 6mm syringes in the 50u capacity. Informs that she has been using syringes for a long time, but in this last batch the following deviation occurred: when aspirating the medicine (insulin lantus) from the ampoule vial, the color of it became a little orange / rust, she mentioned the patient. We questioned if the problem would not be in the medicine and she mentioned that she was very cautious and did not check any residue in the ampoule. It reports that it does the reuse in up to two times, however this mentioned deviation occurred in the first use. There is no apparent defect in the syringe.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1/2cc, 8mm syringe filled with approximately 9 units of a clear liquid in the barrel. Customer states that when aspirating the medicine, the color of it became a little orange. The returned syringe was examined and no foreign matter or discoloration of any part of the returned sample was observed. Unable to perform DHR check due to unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe 0.5ml 31ga 6mm 10 bag 500 sla experienced foreign matter contamination. The following information was provided by the customer: patient contacted us to report a possible quality deviation on the bd ultra-fine ¿ 6mm syringes in the 50u capacity. Informs that she has been using syringes for a long time, but in this last batch the following deviation occurred: when aspirating the medicine (insulin lantus) from the ampoule vial, the color of it became a little orange / rust, she mentioned the patient. We questioned if the problem would not be in the medicine and she mentioned that she was very cautious and did not check any residue in the ampoule. It reports that it does the reuse in up to two times, however this mentioned deviation occurred in the first use. There is no apparent defect in the syringe.